Event description:
It was reported that the cdi 500 displayed low potassium levels during cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to inaccuracies. No drift or inaccuracies were noted, therefore the complaint was not confirmed. The arterial blood pressure monitor was replaced. The single board computer and auxilliary boards were also replaced due to an issue with loading mfg test software. The monitor passed all service testing and was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.